Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was determined that the cable was out of specification in an electrical manner and it was replaced. Additionally the label was replaced as associated. It then passed final functional and system tests with no other anomalies found. (B)(4)

Event description:
It was reported that the radiofrequency programmer head originally returned as an associated device subsequently tested out of speci fication during manufacturer&#38112;analysis. There was no patient involvement.